Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit was received with partially detached reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was unknown. Customer reported that the reservoir compartment is cracked and had high blood glucose. The insulin pump will be returned for analysis.